Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic stack. The pump had moisture damage on the motor. They were unable to perform the self test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, operating currents, prime/compromised force sensor system test, off no power test, and excessive no delivery test due to the blank display. The pump was received with a cracked reservoir tube lip, a minor scratched display window, and a cracked case at the display window corner.

Event description:
The customer's mother reported via phone call that the customer jumped into the pool while still connected to the insulin pump. Customer's blood glucose was 145 mg/dl at the time of the incident. Caller stated that the pump was fully submerged in water. Caller stated that the pump display went blank immediately after the pump was exposed to moisture. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.